Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was explanted due to insulation damage which was located near the terminal pin. A replacement lead was implanted without incident. The explanted lead will not be returned for evaluation. No additional adverse patient effects were reported.